Event description:
It was reported that on july 18th 2023, while zeroing the c-arm it kept moving on its own and got stuck upside down, the system had to be rebooted to zero properly. A field engineer examined the equipment and could not reproduce the issue. The field engineer determined that he would exchange the set of the switches in case the event would happen again. No other information was available. The system met the manufacturer´s specifications.